Event description:
It was reported that, following an aortic valve replacement surgery, the patient's right atrial (ra) lead had no capture and poor sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).